Manufacturer narrative:
Event date is (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three (3) actual samples were received for evaluation. Visual inspection was performed with no issues noted. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue of leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.